Event description:
It was reported that the pump touchscreen was on, but the display remained dark with only the background lighting. Reportedly, the pump was exposed to water. The customer's blood glucose (bg) level was around 600 mg/dl. The customer addressed their bg with a manual injection. The customer reverted to an alternate method of insulin therapy.